Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. It was reported there is no failure of the device, the surgeon requested the incorrect size lip on the fossa. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported the surgeon requested a fossa with a 0.3 mm moderate lip. The fossa was implanted, however the surgeon has requested a new fossa with a 0.6 mm lip. The date of the initial surgery is unknown. A revision surgery will be performed to implant the new fossa.

Manufacturer narrative:
The complaint was received via e-mail on (B)(6) 2016, however it was identified a zimmer biomet employee was aware of the complaint on (B)(6) 2016.